Manufacturer narrative:
The device was returned to smiths medical. During the visual inspection it was detected that the roller clamp is broken, thus, the failure mode reported is confirmed. A leak was found in the union of manifold and 3 lumen tube. The component became damaged prior to manufacturing assembly process since the area the defect is not manipulated by the operator. The supplier was notified. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that during the pre-use check, the roller clamp shaft was found broken. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. During the visual inspection it was detected that the roller clamp is broken, thus, the failure mode reported is confirmed. A leak was found in the union of manifold and 3 lumen tube. The component became damaged prior to manufacturing assembly process since the area the defect is not manipulated by the operator. The supplier was notified. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that during the pre-use check, the roller clamp shaft was found broken. No patient injury was reported.